Event description:
It was reported that during a revision of gastric bypass procedure, during the fourth firing of the device with a gold reload, the stapler made a groaning noise during the last quarter of firing. Pieces of plastic - the staple drivers - fell out of the stapler. The surgeon removed them, inspected the staple line, re-transected the area of concern with a new gun/reload, tested the staple line and everything was ok. Once specimen was removed, the surgeon noted that the tissue was excessively thick and believes too thick for the reload size. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.